Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two additional proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices using the pre-close technique via a 8f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the first device attempted was successfully flushed with saline during prep; however, the device had no blood flow through the marker lumen. The device was flushed once again but it still did not have blood flow. A second device was attempted; however, there was no suture present when the plunger was removed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 16f and the tavr procedure was completed. However, the sutures of the successfully pre-placed sutures did not achieve hemostasis. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.